Manufacturer narrative:
Three attempts were performed to obtain additional information, but no response was received from the customer. This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was not returned to olympus for inspection. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No new information reported by the customer.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the image of the rigid video scope was abnormal. The issue occurred when preparing the device for use. There were no reports of patient involvement.